Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
Info received on 12/14/2007 indicates a (B) (6) male with peyronie's disease and post prostatectomy was implanted with an ipp device on (B) (6) 2007. The doctor attempted to inflate the cylinders, when the cylinders did not inflate at the end of the procedure, it was due to "urethral excursion" and the cylinders were removed and the pump was plugged with the reservoir attached (deactivated and left in place). No cylinders were left in the pt. On (B) (6) 2009, pt alleged the penile implant ruptured following this surgery on (B) (6) 2007. Additional info received on 04/01/2010 indicates the pt alleges upon inserting the penile implant, doctor activated the pump to test the device to make sure it would operate. Upon activating the pump, the device ruptured and caused serious and permanent injuries, including excessive bleeding from the groin area, severe pain in the groin area, permanent disfigurement, and permanent loss of use. No further info provided at this time.